Event description:
After process of discarding 5-10cc of blood drawn from implanted med port, coagulation study (ptt) results were significantly different than result from peripherally drawn specimen.